Event description:
Customer reportedly received the following results on the compact system within 10 minutes; 15 mg/dl, 187 mg/dl, and 284 mg/dl. Low blood glucose symptoms reported with these results; able to self treat. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.